Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The insertion site was thigh. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted model number and serial number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6008254 have already been previously tested in the complaint (B)(4) on 09/may/2025. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report complaint (B)(4) complaint test report. Device history record (DHR) review: the 6008254 was manufactured according to the work instruction (wi) version 115 manufactured in the line inset 3, on 30/jul/2024, with a total of (B)(4) units. Gluing tubing DHR review: the 4g02980 was manufactured according to the wi version 64 manufactured in the machine sc09, on 27/jul/2024, with a total of (B)(4) units. The 4g04443 was manufactured according to the wi version 64 manufactured in the machine sc09, on 21/jul/2024, with a total of (B)(4) units. Trending: a query was run in database on 10/jul/2025 against malfunction code evaluated occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6008254 and one other complaint has been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, one complaint more has been received on the lot in question and harm code, the test on reference samples were tested, all test results were within specifications, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan.

Event description:
To date no additional patient or event details have been received.